Manufacturer narrative:
No report of patient involvement. The hospital has chosen to remove the unit from service and not repair.

Event description:
The hospital reported that, moving the machine, the caster broke off the base and the machine tipped over. There was no report of patient involvement.